Event description:
Emergency procedure: temporary pacemaker placement. Pacemaker was appropriately placed, no pacing occurred. Pacemaker was repositioned multiple times without success. Ultimately, it was found that the pacemaker cable was inserted in the "a" socket rather than the "v" socket in vvi mode. Once discovered, the cable was re-inserted and pacing performed normally. This event is classic human design and easy remediation. There is no need for dual chamber pacemaker in the cardiac catheterization during emergencies. The cables should not be capable of being inserted in both the a and v sockets. I strongly recommend change to single chamber temporary pacemaker boxes be provided for emergency/on call procedures. The dual chamber pacemakers are very appropriate post cardiac surgery but lend to human error during an emergency.